Event description:
The dr claims that after the patch was implanted for a carotid endarterectomy, it leaked approx 300cc of blood from the suture holes (the dr has reported that 6-0 proline sutures were used). The bleeding was stopped after one hour by pressure applied to the pt's neck and by reversing the heparin with protamine. The procedure was completed successfully. The patch was left in. The pt's condition is fine.